Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead exhibited elevated thresholds. The device was reprogrammed which resolved the issue. The patient was doing fine and would continue to be monitored.